Event description:
During orthopedic surgery (lumbar fusion anterior l5-s1), patient was on a positioning/ surgical pad. During x-ray to check spine hardware, a "wire" was noted on the pictures to be within the mattress. No patient harm. Post-op, the or team removed the mattress from use, setting it aside and removed the approximately 1/2" copper-colored wire (saved) from inside mattress. They really had to "work" to remove it from inside and it hadn't just fallen onto the mattress and there was no "puncture" mark on the exterior of the pad, it was definitely part of the interior - embedded within the mesh fabric - and required a cut into the exterior mattress pad cover. The mattress might be approximately 18 months to 2 years old. This mattress has not been in any area that has had any remodeling. It's possible that it was only now noticed due to the location of the required x-ray on this particular surgical patient.